Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Visual inspection of the lcd revealed physical damage. The top case required replacement to address the issue. The device was scrapped due to customer declined repair. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.